Event description:
It was reported that 9 days post coronary drug eluting stenting treatment procedure, the pt developed a thrombosis. In 2004 the lesion being treated was located in the significantly disease diagonal artery. The lesion was predilated with a maverick2 2.5x20mm balloon to 12 atm and 15 atm for 30 secs each. The physician deployed a taxus express2 2.5x24mm drug eluting stent in the diagonal at 15 atm for 50 secs. Heparin and integrilin were given during the procedure. Integrilin and plavix were given post procedure. The next day, plavix was held for CABG on lad and rca, the following day. The bypass surgery included a mammary to lad, a radial artery to the rca and pl branch of rca. The pt was restarted on plavix three days later. Pt returned to the cath lab after five days with complaints of chest pain since the previous evening. Pt had complete occlusion of the first diagonal artery which resulted in an anterolateral mi. Attempted angiography of the diagonal artery was unsuccessful. Further medical management will be with medication.